Manufacturer narrative:
B1: updated. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed through this evaluation as no images were submitted for review, and the device remains in use. A specific cause for the reported eogo could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported anemia and multi-organ failure could not be conclusively established through this evaluation. It was reported that the patient had labs that showed anemia and worsening end organ function. Various testing was completed and a computed tomography (CT) of the abdomen incidentally showed narrowing of the proximal outflow graft in the area of the bend relief. A CT angiogram (cta) of the chest was completed which confirmed the changed flow pattern in the outflow graft. The patient was taken to the operating room for an outflow graft revision, and fibrinous exudate that had been trapped between the outflow graft and the bend relief was removed. A repeated cta would be completed to confirm no internal interruption in the flow pattern. Review of a log file report showed improved flow at the time of the bend relief revision. The patient¿s parameters remained stable and based on historical reports appeared to be at baseline. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including multiple types of organ failure and dysfunction, that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's report is complete.

Event description:
It was reported that the patient showed symptoms of anemia and worsening end organ function. Various testing was performed and CT of the abdomen incidentally shoed narrowing of the proximal outflow graft in the area of the bend relief. A CT angiogram of the chest was completed which confirmed the changed flow pattern in the outflow graft. The patient was taken to the or on (B)(6) 2025 for outflow graft revision with removal of fibrous exudate that had been trapped between the outflow graft and bend relief.